Event description:
It was reported that the remote transmission showed there was an atrial high threshold. The device was reprogrammed and the atrial lead remains in use. It was also reported there was noise on the ventricular lead the day the patient underwent a bypass surgery. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4092-52 implantable pacing lead implanted: 2004 (B)(6); vedr01 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).